Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision data provided by end-user lot 060103: in 2006: first test inr = 4.0, second test inr = 2.2, third test inr = 2.2. Inratio precision data provided by end-user lot 060103: in 2006: first test inr = 6.0, second test inr = 2.8

Manufacturer narrative:
Inratio precision data provided by end-user lot 060103: in 2006: first test inr = 4.0, second test inr = 2.2, third test inr = 2.2 mean = 2.8; sd = 1.03; %cv = 37%. The %cv is greater than 20%. Per internal procedure, tr, the precision failed the criteria for precision. Products will be investigated. Inratio precision data provided by end-user lot 060103: in 2006: first test inr = 6.0, second test inr = 2.8, mean = 4.4; sd = 2.2; %cv = 51%. The %cv is greater than 20%. Per internal procedure tr, the precision failed the criteria for precision. Products will be investigated. Per internal protocol pr 103, in-house retain strips were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 060103) performed in 2006 as follows: lot 060103 pt#1 normal 1.2, 1.2; mean: 1.2; sd: 0; %cv: 0%. Pt#2 normal 0.9, 1.0; mean: 0.95; sd: 0.07; %cv: 7.44%. Based on the above test results, per pr, retained strips lot 060103 meets the criteria for strip precision.